Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be due to the observed torn silicone valve in the clip introducer. However, a cause for the tear cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), mitral annular calcification, ruptured chord, and a prolapse in the commissure for a mitraclip procedure. After inserting an ntw clip into the steerable guide catheter (sgc), a leak was observed at the clip introducer. The ntw was removed and replaced. The replacement could not reduced the mr, and there were no device issues. It was noted that imaging was challenging due to shadowing from mac. There was a delay to prep a new device, but it was not clinically significant. There were no adverse patient effects. The mr remained at grade 4.